Manufacturer narrative:
8/12/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a wedge resection procedure. Reportedly, the knife did not work properly. The surgeon applied another device without pt injury.